Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
When putting tray back together, noticed drill bit holder starting to unravel.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 03-feb-2004. The super and trackwise complaint databases were reviewed from 2004 to present for similar reported events regarding fracture. There have been (B)(4) other events for the lot referenced. The reported event was confirmed. The device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance. It was also concluded that there is no indication the event is related to a manufacturing issue; no further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
When putting tray back together noticed drill bit holder starting to unravel.